Event description:
It was reported that the physician attempted to reposition the right ventricular lead but the screw did not deploy after 20-30 turns. The lead was removed and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the physician attempted to reposition the right ventricular lead but the screw did not deploy after 20 - 30 turns. The lead was removed and replaced. It was further reported that during implant attempt of another right ventricular lead, the lead was too short for proper placement in the heart. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the physician attempted to reposition the right ventricular lead but the screw did not deploy after 20 - 30 turns. The lead was removed and replaced. It was further reported that during implant attempt of another right ventricular lead, the lead was too short for proper placement in the heart. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4): helix disengaged from helical channel, the defibrillation coil was distorted, the connector pin bent and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): helix disengaged from helical channel, the defibrillation coil was distorted, the connector pin bent and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed. (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that the inner tubing was kinked/buckled and the helix was distorted/bent.

Event description:
It was reported that the physician attempted to reposition the right ventricular lead but the screw did not deploy after 20 - 30 turns. The lead was removed and replaced. It was further reported that during implant attempt of another right ventricular lead, the lead was too short for proper placement in the heart. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Analysis of the lead (B)(4) is in process; the results will be forwarded when available. Evaluation summary: (B)(4): helix disengaged from helical channel, the defibrillation coil was distorted, the connector pin bent and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.